Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they received a programmer antenna but needed an antenna for their recharger. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient indicted that recent medical testing led to the stimulation been turn off. The patient stated that the stimulator was not off while a series of CT, mris and x-rays were done. They had trouble getting it back on. The lightening bolt has been on but goes off at times and they have to reset it. The issue has not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was admitted to the hospital on either (B)(6) 2019 because they had diarrhea so bad. They were discharged from the hospital on (B)(6) 2019. The patient stated that they did not know if the programmer was working right because the lightning bolt was not on. The patient was walked through how to turn the stimulation back on. They were able to connect and confirmed that the stimulation was back on and felt comfortable stimulation. There were no further complications reported or anticipated.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: patient reports she has been having a problem with the stimulator for quite a while and doesn't think it¿s working at all. Patient has had a return of fecal baseline symptoms, worse than they were before implant for maybe the past 7 or 8 months. Troubleshooting determined that therapy was turned off. Patient indicated she probably accidentally turned it off. It was reviewed how to turn therapy back on using the patient programmer and patient confirmed she is feeling stim sensation. No further complications were reported or are anticipated.